Event description:
On (B)(6) 2013 the customer reported that after routine replacement of the device, it was impossible to fit the inner cuff. Customer reported that after a few attempts, the operator finally changed to a new cannula. The customer reported no consequences for the pt.

Manufacturer narrative:
(B)(4). The sample associated to this report is not expected for analysis and no lot number provided for review. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect related inner cannula connection issues to reduce the potential for occurrence during the manufacturing process. Info will be added to the database.